Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 459 mg/dl. The customer had symptoms such as nausea. Customer's blood glucose value was unknown at the time of incident. Troubleshooting was dose for high blood glucose. Customer reports they have a back-up plan available. Customer treated for high blood glucose with the pump. Customer is able to perform hp test at this time and no delivery alarm occurred. Customer will call back if further troubleshooting was needed. The product will not be returned for analysis.